Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. A kinked arteriotomy locator, hemostasis sheath and the completely sealed angio-seal vip device were returned. Visual inspection revealed a kinked at the blood inlet hole of the arteriotomy locator. No damage or deformation was noted with the returned hemostasis sheath. There were no signs of use of the angio-seal vip device. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within manufacturer specifications. Based on the finding of the evaluation, the complaint could not be confirmed for a bent sheath as alleged since no visual and dimensional anomalies were noted with the returned sheath. However, the complaint could be confirmed for a kink at the blood inlet hole of the arteriotomy locator. The application of an off-axis force to the arteriotomy locator has been known to cause kinking. The kink suggests that the deformation likely occurred while removing the locator from the tray. The arteriotomy locator is 100% inspected as part of document for "tubing with kinks, nicks and/or damage tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device sheath was bent when they opened the package. They used another angio-seal. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The procedure was completed. Additional information was received on 02nov2020. A 6fr sheath was used. The exact component that was bent when they opened the package was the sheath.